Manufacturer narrative:
On july 7, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned devices were completed by the failure analysis lab on july 26, 2021. Device evaluation summary: according to the information reported, the patient developed capsular contracture and pseudomonas infection. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation of the sm mpp gel 275cc returned device, some bubbles were noted on the gel. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device, indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV, wound infection. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent a primary breast augmentation with 275cc smooth mentor memorygel breast implant experienced left-sided grade IV capsular contracture and wound infection postoperatively. The patient presented with a firm left breast complicated by pain and discomfort, and capsular contracture and pseudomonas infection were diagnosed by a physician. As a result, the patient underwent explantation without immediate implant replacement on (B)(6) 2021.